Event description:
Over the past year, the endoscopy unit has experienced different problems with the stryker light sources. The first issue was that the light sources produced so much heat that they created a potential fire hazard. Stryker was notified and they provided light cables with a safety feature that would put the light source in a stand-by mode if no scope was attached.this worked for several months. The more recent issue is that the light source will dim and sometimes go black out entirely for a short period of time. Stryker has attempted to fix the problem. It was believed at one time that the problem was caused by a worn connector assembly, and all of those were replaced. Stryker has one of the light sources and they have been able to replicate the problem, but as of this time, have not been able to resolve the issue. Seeing that we are removing this device from the hospital, this report is now being made.